Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the very tortuous, calcified, right coronary artery (rca). During pre-dilatation of the lesion, the maverick2 monorail balloon ruptured at 10 atms on the first inflation. The procedure was successfully completed with another MFR's stent. There were no reported pt complications. Pt status listed as "good".